Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent embolization occurred. During a procedure to place a 2.75x12mm taxus express2 stent in the obtuse marginal branch, the stent embolized off of the balloon and remained in a previously placed 2.75x16mm taxus stent. The physician placed a 2.0x12mm maverick balloon into the stent and deployed it. There were no pt complications reported associated with this event. More info has been requested from the user facility, but has not been received as of the time this report was filed.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.